Manufacturer narrative:
(B)(4) for the investigation results of needle bent. A visual assessment was performed and found the outer sheath was severely kinked near the distal end and the needle inside the outer sheath was bent at the corresponding location. A functional evaluation was performed and revealed that the needle has difficulty extending. Based on the condition of the returned device and the evaluation conducted, the most probable root cause for the needle being bent was operational context. Anatomical/procedural factors likely affected the device integrity. The device history record was reviewed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle was used during a colonoscopy procedure performed in the patient's colon on (B)(6) 2014. According to the complainant, during the procedure the needle would not exit out of the sheath. The procedure was completed with another interject injection therapy needle. Furthermore, no visible damage to the device and its packaging was noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. This event has been deemed a reportable event based on the investigation results which revealed that the needle was bent.